Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and resembles poison ivy. The patient reported the skin broke open. There was no alleged device malfunction contributing to the irritation. The patient reported the hospital applied a lotion on the irritation and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and resembles poison ivy. The patient reported the skin broke open. There was no alleged device malfunction contributing to the irritation. The patient reported the hospital applied a lotion on the irritation and the irritation improved.